Event description:
Export cath stuck in guidecath. Had to remove entire system and regain access. The guide that the export was inserted into was a 6fr jr4, made by medtronic. Ref # (B)(4). This was a unique instance, to either the export or the guide. We did not remove product from the shelves.